Manufacturer narrative:
Age at time of event: over 18 yrs old. (B)(4).

Event description:
It was reported that tip detachment occurred and the tip remained inside the patient. The target lesion as located in the 90% stenosed and severely calcified and moderately tortuous portal vein. A renegade¿ hi-flo¿ catheter was selected for use and advanced through the non bsc guide catheter. When the renegade¿ was withdrawn it came in contact with the tip of the guide catheter. The renegade¿'s marker tip separated and embolised to the patient's heart by the blood flow. The tip remained near the tricuspid valve (right chamber side). The physician judged that the risk of retrieving the device in the heart was high and planned to retrieve it again once it moves up to the periphery of the pulmonary artery. No further patient complications were reported. The patient was not observed to be in a poor physical condition as of the at the time of the event.

Manufacturer narrative:
Device evaluated by manufacturer:returned product consisted of a renegade hi-flo micro-catheter. The hub, shaft and tip were microscopically examined. The device was stretched and damaged from the tip proximally 2cm. The device was kinked at 3.5cm from the tip. The device looked to be torn just proximal of the tip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that tip detachment occurred and the tip remained inside the patient. The target lesion as located in the 90% stenosed and severely calcified and moderately tortuous portal vein. A renegade hi-flo catheter was selected for use and advanced through the non bsc guide catheter. When the renegade was withdrawn it came in contact with the tip of the guide catheter. The renegade's marker tip separated and embolised to the patient's heart by the blood flow. The tip remained near the tricuspid valve (right chamber side). The physician judged that the risk of retrieving the device in the heart was high and planned to retrieve it again once it moves up to the periphery of the pulmonary artery. No further patient complications were reported. The patient was not observed to be in a poor physical condition as of the at the time of the event.